Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery was not lasting as long as it had in the past. There was no damage to the battery compartment or cap reported and the cap was able to secure properly to the pump. Reportedly, the patient was using energizer ultimate lithium batteries and the issue had been ongoing for the last 4 months. The reporter denied any trauma or moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.